Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported the patient needed an MRI, it was unknown if the MRI was related to the device/therapy. It was reported that there was poor communication. Patient reported last successful charge was probably 10 months ago. Patient reported she did not use the implant because it didn't work for where she needed it. Patient stated that she got the device to help with her lower back and it never really did help with that. Patient stated she used the implant maybe 1.5 or 2 months and she was constantly having to drive back and forth to have it reprogrammed and it still wasn't helping her. Patient stated that she went to a different neurologist and found out that the scs device was not meant for back pain. Patient then stated that it was really hard for them to pinpoint and she only ever felt stimulation in her legs when she needed it in her back. Patient stated she then got pregnant in (B)(6) 2017 so she stopped using the therapy and did not charge it. Patient reported her implant was dead and nobody told her to charge when she wasn't using it. Patient state that manufacturer's representative (rep) messed up because she told her that she could use the device while she was pregnant but when patient called patient services (pss), pss told her not to use device when she's pregnant. Pss reviewed that safety was not established for use of scs during pregnancy and that would be a medical decision between healthcare provider (hcp) and patient. Patient stated she was going to have the device taken out and get the right time of stimulator for her back and was going to get implanted with a competitor's device. Patient got recharger out during call and got the reposition antenna screen on the recharger when she tried to charge neurostimulator (ins). It was reported patient got poor communication on the patient programmer (pp) when she tried to connect with ins. No further complications were reported or anticipated. On 2020-11-10, additional information was received from a healthcare provider (hcp) reporting that they had their ins replaced because the battery went dead. Technical services asked, but the caller did not know any additional details regarding this. No symptoms were reported.